Manufacturer narrative:
Continuation of d10: product ID tm90q0 lot # serial # (B)(6); implanted: explanted: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the therapy worked well during the trial, but since implant date the therapy has not been working. The patient confirmed the therapy was turned on and they said, "it's on 2" but they didn't know if they were referring to the amplitude or program number. Agent reviewed considerations for therapy optimization. The patient said they would consider increasing the amplitude. The patient also said they will call their healthcare provider (hcp) and make an appointment. On 2026-apr-15; rtg1022640 additional information was received from the patient. The patient contacted support again and reported the same therapy concern and stated they were redirected by their healthcare provider to the manufacturer. The patient was able to increase stimulation and confirmed the perception of stimulation, which was reported as comfortable. The patient stated they will monitor symptoms following the adjustment and will follow up with their physician if symptoms do not improve. On 2026-may-29 additional information was received from the patient. The caller called back and reported that the healthcare provider (hcp) had directed them to the manufacturer because they still did not think it was working. They mentioned turning it up previously, but it was too high and they had to decrease. Helped caller connect to implant, caller expressed dissatisfaction with the telemetry process and placing the communicator. Caller was able to get it to connect. Helped caller navigate to programs, upon trying to change it the caller lost telemetry. They attempted to reposition the communicator multiple times but was unsuccessful. The caller was seeing the low battery light. Caller will charge the communicator and call back for assistance changing programs. Agent received call from patient in regards to he same issue previously reported. Caller stated that they charged the communicator and were ready to finish with making the program changes. Agent worked with caller extensively to connect to the app but the caller stated that the device was showing them "not found" caller attempted to reposition the communicator many times but the issue was persistent. Agent sent a request to repair to replace the tm90. The patient called back on 2026-jun-01, said that they received the new communicator however they didn't believe it was holding a charge and were still having issues connecting. Reviewed meaning of lights on the communicator and when patient confirmed the lights he saw, reviewed that communicator is charging and operating as designed. Patient said that they didn't pair the new communicator and weren't able to connect to implant, keeps on getting the message no response from the implant. Reviewed repositioning over the implant and when asked, patient said that he no longer feels the implant, said used to be able to feel the scar but doesn't anymore. Patient confirmed has placed over the right side. Patient repositioned the communicator and a few time did get the line that it was communicating but then it stopped. Patient also reset the bluetooth on the handset however that didn't make a difference. Patient said that does have an appointment to see managing physician this week. Patient was redirected to have their implant checked during their appointment and to verify placement of ins. Agent also provided phone number to stim technical services to provide to hcp if assistance is needed.